Manufacturer narrative:
Additional manufacturer narrative: this device is not available for return and evaluation because it remains implanted. However, the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Intervention to correct a failing bioprosthetic valve over time is more likely due to stenosis which occurs as a result of calcification or host tissue overgrowth. In this case, minimal information regarding the condition of the device at the time of the intervention is available; therefore, the root cause for the intervention remains indeterminable. It was noted this patient had significant history for hypertension, hyperlipidemia, aortic and mitral stenosis, and paroxysmal atrial fibrillation and these may have played a part in the failure of this pericardial bioprosthesis. If additional information becomes available, a supplemental report will be filed. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No further investigative actions are required.

Event description:
Edwards has learned of a valve-in-valve procedure to disable an existing 27mm mitral valve. The second device, a 29mm transcatheter bioprosthesis, was implanted into the mitral valve and an additional transcatheter valve was implanted into the aortic position using a valve-in-valve procedure. The implant duration of the original device at the time of the procedure was seven (7) years, two (2) months, two (2) days. All devices remain implanted. Through follow up with the health care provider, the operative notes were received. It was learned this was an (B)(6) female with a history of native (aortic) and prosthetic (mitral) valve stenosis. She was profoundly symptomatic and an extreme risk for conventional double valve replacement. The transcatheter procedure was uneventful with the aortic valve positioned in satisfactory position. The mitral valve was placed and deployed without incident.